Manufacturer narrative:
The evaluation could not run the pre-repair temperature test due the motor being corroded. The evaluation found the motor was corroded and the bearings were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The analysis has been completed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was overheating. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.